Event description:
A pump malfunction alarm occurred during insulin pumping, as reported by the customer. The impact on the customer's blood glucose level was not disclosed, as the customer declined to answer whether their blood glucose exceeded a specific threshold. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred. Consequently, a replacement pump was provided under warranty. The customer was instructed to permit the pump's battery to fully deplete before returning it with a pre-paid label within 10 days, instructions which they understood and acknowledged. The customer continued to use the current pump as their backup therapy method.